Manufacturer narrative:
Additional information: two spectra cylinders were visually inspected. Both cylinders exhibited inadequate rigidity. Both cylinders were dissected by the rca lab technician.

Event description:
It was reported the patient had his spectra removed for unknown reasons. No patient complications were reported in relation to this event.